Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included scoliosis, chest pain, colitis, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), menstrual disorder ("abnormal periods"), dysgeusia ("metallic taste"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection (bladder/urinarytract/vaginal) type: vaginitis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, menstrual disorder, dysgeusia, dyspareunia, vaginal infection, bacterial vaginosis, vaginal discharge, bladder disorder, urinary tract disorder, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that the uterine cavity was normal in appearance. The fundal region of the endometrium appeared irregular. Plaintiff received treatment for abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and plaintiff did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), weight increased ("weight gain"), menstrual disorder ("abnormal periods"), dysgeusia ("metallic taste"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, menstrual disorder, dysgeusia, dyspareunia, vaginal infection, bacterial vaginosis, vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, bladder disorder, dysgeusia, dyspareunia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Events - dyspareunia, vaginitis, bacterial vaginosis, vaginal discharge, bladder problems, urinary tract disorder added. Reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), weight increased ("weight gain"), menstrual disorder ("abnormal periods") and dysgeusia ("metallic taste"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on -(B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, menstrual disorder and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, dysgeusia, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.